Manufacturer narrative:
H10: of the 2 devices, both lot numbers were not provided. Of the 2 reported malfunctions, both devices were returned for evaluation and photos were provided. One malfunction was identified for fracture, obstruction of flow, and an additional fluid leak issue. The second malfunction is still currently pending conclusion. The company is still investigating the issue at this time. The device is labeled for single use. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model 9808560 port & catheter, implanted, subcutaneous, intravascular allegedly experienced obstruction of flow and fracture. These reports were received from various sources. Of the two events, both involved patients with no patient consequences. One patient age is 37 years old; however, the first patient's gender and weight was not provided and the second patients age, weight and gender were not provided.

Manufacturer narrative:
Of the 2 devices, both lot numbers were not provided. Of the 2 reported malfunctions, both devices were returned for evaluation and photos were provided. The company is still investigating the issue at this time. The device is labeled for single use.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model 9808560. Port & catheter, implanted, subcutaneous, intravascular allegedly experienced obstruction of flow and fracture. These reports were received from various sources. Of the two events, both involved patients with no patient consequences. One patient age is (B)(6); however, first patient age and weight was not provided and the second patients age, weight and gender were not provided.

Manufacturer narrative:
H10: as the lot number for the devices were not provided, a lot history review could not be performed. Both the devices were returned for evaluation and photos were provided. Therefore, the investigation is confirmed for the reported fracture and inconclusive for obstruction of flow for one malfunction and for other malfunction investigation is confirmed for the reported fracture and obstruction of flow, additionally it was determined to have and also been confirmed for 1250 - fluid leak. Based on the available information, the definitive root cause for this event is unknown. The devices are labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model 9808560 port & catheter, implanted, subcutaneous, intravascular allegedly experienced obstruction of flow and fracture. These reports were received from various sources. Of the two events, both involved patients with no patient consequences. One patient age is 37 years old; however, the first patient's gender and weight was not provided and the second patients age, weight and gender were not provided.